Event description:
It was reported by service report that the siderail door is broken off the stretcher and the siderail will not latch upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also confirmed during the device repair that the siderail was unable to latch upright due to a broken top structure.

Event description:
It was reported by service report that the siderail door is broken off the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.